Event description:
It was reported that the patient was implanted with a soletra neurostimulator. The next day programming revealed no stimulation was possible and the patient experienced a return of his pain syndrome. Impedance testing revealed all electrodes were in range under 4,000 ohms. As no stimulation was possible, the neurostimulator was replaced two days later. Intraoperative testing was conducted during the replacement with all impedances in range. For follow up, and issues with replacement ins see MFR. Rep. # 3007566237-2012-02153.

Event description:
Additional information received reported that the patient recovered without injury.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: extension. Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.